Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was bent and not inserting into the injection site. Additionally, the consumer reported high blood sugar levels, but stated that "they have always been high". Lot #'s 9036918 and an unspecified lot were reported to have been involved in these events, but it is unknown how many occurrences happened within each. This complaint was created to capture the 1st of 3 related incidents.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was bent and not inserting into the injection site. Additionally, the consumer reported high blood sugar levels, but stated that "they have always been high". Lot #'s 9036918 and an unspecified lot were reported to have been involved in these events, but it is unknown how many occurrences happened within each. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "consumer reported, after injection, the patient end is bent flat against the hub stated, needle is not bent going into injection site, only when she pulls it out stated, her numbers are high but they have always been high consumer is concerned, she's not getting her full dosage stated, it doesn't happen all the time stated, her sister and friend had the same issue."

Manufacturer narrative:
H.6. Investigation: customer returned (32) used 32gx4mm bd pen needles without covers, tear drop labels or inner shields attached. Consumer reported the pen needles are bending at patient end during injection; stated, she's not sure if she's getting all of her insulin. All 32 pen needles were examined, and the following was observed - 15 with bent patient end (pe) cannula - 17 with straight pe cannula; 1 of these samples had a broken non-patient end (npe) cannula the 31 pen needles with good npe cannulas were tested for flow using a test pen injector: 30 were able to expel properly, and 1 was not able to expel properly. A wire test was performed on the sample that was not able to expel properly: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. The broken npe cannula would also be a cause for no flow through a pen needle, hence, the user could think the pen needle was clogged. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue (pe cannula bent, npe cannula broken) is: user error. No evidence of manufacturing related issues regarding the pe cannula or npe cannula were observed on the returned samples. Since these samples were returned after use, the probable cause of the bent pe cannulas is user error when using the pen needles ¿ either during the process of removing the shield, or during the process of injection. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. The possible root cause for this issue (clog): some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9036918. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-05. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was bent and not inserting into the injection site. Additionally, the consumer reported high blood sugar levels, but stated that "they have always been high". Lot #'s 9036918 and an unspecified lot were reported to have been involved in these events, but it is unknown how many occurrences happened within each. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "consumer reported, after injection, the patient end is bent flat against the hub stated, needle is not bent going into injection site, only when she pulls it out stated, her numbers are high but they have always been high consumer is concerned, she's not getting her full dosage stated, it doesn't happen all the time stated, her sister and friend had the same issue."